Event description:
It was reported that there was high impedance greater than 3000 ohms on the left ventricular (lv) lead. Follow-up indicated that there was a lead fracture on the right ventricular lead, and that the lv lead had been programmed to pace via the right ventricular ring. The pacing vector was reprogrammed to unipolar, resulting in impedance within normal range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.